Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information has been received that the patient is alleging shortness of breath, headache and coughing while using the device. Patient also alleged visualization of black particles and mold in the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of foam degradation and could not confirm the customer complaints of difficulty breathing, headache, and coughing. Blower contamination was confirmed, however it was not from foam degradation. There was evidence of water ingress observed in the blower as well as two e-4 reboot errors in the error log. No parts were replaced as the device was scrapped by the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.